Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no insulin was seen exiting the tubing during fill tubing. The customer's blood glucose was 280-300 (mg/dl). Reportedly, the customer was able to see insulin exiting the tubing after removing and reconnecting the initial tubing.